Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor and loose drive support cap. Customer's blood glucose at time of incident was 200 mg/dl. Customer stated that pump was not dropped nor bumped. Customer was advised not to use this pump. Customer agreed to send oow letter.